Manufacturer narrative:
As no further information concern this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced muscle stimulation. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis indicated that a complete lead was returned and not severed. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Moreover, the lead passed all tests. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced muscle stimulation. This rv lead was explanted. No additional adverse patient effects were reported.